Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during a laparoscopic radical nephrectomy procedure, the surgeon used an endo gia with tan (vascular tri staple reload) to transect the renal artery and vein. Significant bleeding was observed at time of transection. The procedure converted from laparoscopic to open approach to control the bleeding. On inspection of renal vessels, the renal artery had contracted and there was no bleeding. The renal vein was where bleeding was coming from and the bleeding was controlled by suture. The surgeon advised that the device seemed to have deployed properly but could not confirm visualisation of any titanium staples in the patient. There was no reinforcement material used on the reload. Patients involved. Additional information: for further clarification, did staples deploy from the reload at all? I was told that the stapler felt good as if it was stapling but upon inspection felt like there was no staples deployed. Does this mean that there were no staples in the patient at all? When patient was opened from laparoscopic approach no staples could be visualized in patients tissue. Does this mean that the reload did not have a complete complement of staples? Yes. Was there poor staple formation? As per report, renal vein was bleeding leading to converting to open approach. Please confirm that product will be returned for investigation. Yes both handle and reload. What is the patient age, weight, gender? Not supplied. Was there any unanticipated tissue loss as a result of this problem? No, renal artery was ligated and no additional tissue loss. Was there any tissue damage as a result of this problem? Yes a. If yes, describe the damage and provide details on how the damage was treated/corrected. The surgeon said that he felt the stapler had cut tissue and not stapled. Was the damage irreversible? No, tissue was repaired and bleeding problem was resolved. Was there blood loss of 500cc or more due to the product problem? The surgeon said there was significant bleeding but did not tell me how much blood loss due to problem. . Did any additional blood loss resulting from this product problem require a blood transfusion? To my knowledge no transfusion. Was surgical time extended by more than 30 minutes due to the product problem? Yes due to opening patient and controlling the bleeding. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) The hospital was made aware of the complication and the conversion from laparoscopic to open. What is the current patient status? The surgeon told me the patient made a good recovery and was doing well.